Manufacturer narrative:
The reporter's returned meter was tested using retention strips and retention controls. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results: level 1: 44 mg/dl, 43 mg/dl, 43 mg/dl. Level 2: 297 mg/dl, 302 mg/dl, 299 mg/dl. All returned results are within acceptable range. Upon review of the meter's patient result memory, the alleged result of 71 mg/dl on 20-oct-2021 at 11:11 am was observed. However, the alleged result of 121 mg/dl at 11:12 am was actually observed in the memory as 126 mg/dl. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with accu-chek inform ii meter serial number (B)(4). The result from the meter at 11:11 a.m. Was 71 mg/dl. The result from the meter at 11:12 a.m. Was 121 mg/dl. The result from the laboratory at 11:16 a.m. Was 74 mg/dl. No treatment was provided to the patient based on the meter results. The reporter stated routine qc was performed (B)(6) 2021 at 11:08 a.m. And both levels passed. The reporter stated the meter¿s strip port had visible contamination.

Manufacturer narrative:
The meter and test strips were requested for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.